Manufacturer narrative:
Additional information was received that the reported event was caused by user error. The wrapped was still on the sod sorb cannister that was installed in the top position. H3 other text: additional information was received that the reported event was caused by user error. The wrapped was still on the sod sorb cannister that was installed in the top position.

Event description:
It was reported that there was an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.